Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both leads were programmed off at an unknown date and later capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was fractured and exhibited high thresholds, no capture and high and undefined impedance. The lead was capped and replaced. It was also reported that the right atrial (ra) lead was capped for an unknown malfunction. The lead was replaced. No patient complications have been reported as a result of this event.